Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the luer connection of the infusion set broke. No adverse event was reported. The alleged product cannot be returned for evaluation due to legal and custom issues.